Event description:
Approximately one year and four months after implantation, the patient reported that a power source disconnected alarm (low priority) was shown on their controller, although both batteries were connected. A new controller and batteries were given to the patient and the event was resolved without patient injury. Additionally, upon receipt of the product, failure analysis of the "no power" alarms indicated that when you disconnect both power sources, no audible alarm is heard. There was no harm to the patient as this was discovered during analysis.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad controller con004020 in relation to the reported event. These included log review and analysis, visual/functional testing and review of manufacturing documentation. Analysis confirmed an incidental finding of no audible alarms when you disconnect both power sources. This is unrelated to the reported event. Analysis by the original equipment manufacturer (OEM) of the controller confirmed that this is due to a faulty nickel-metal hydride battery (nimh) battery on the power board that is discharging at an accelerated rate. Corrective and preventative actions (CAPA) have been opened in order to address these types of events. This is one of two reports (3007042319-2013-00057 and 3007042319-2013-00078) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.: evaluation in progress.